Event description:
It was reported that the insulin pump stopped delivering insulin and the customer ended up in an intensive care unit. Customer stated that the insulin pump once again stopped delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.